Event description:
Hot [feeling hot]. Sweaty [hyperhidrosis]. Face/hands blotchy [rash macular]. Face/hands red [erythema]. Raised rash on right lower leg [rash]. Felt "woozy" [dizziness]. Nauseated [nausea] headache [headache]. Felt 'crappy" [malaise]. Itchy [pruritus]. Case description: spontaneous report received on 28-jan-2008 from a female pharmacist, who was also the pt. She had a relevant medical history of osteoarthritis and allergies. The pt received her first injection of synvisc in the right knee in 2008, after which she felt a little ''woozy" while walking to her car, although her right knee felt very good. She received her second synvisc injection in the right knee one week later. After leaving the doctor's office, she felt nauseated, "woozy", and she developed a headache. Approximately 15 minutes later, her face and hands turned red and blotchy, although she had no problems swallowing or breathing. Prior to the injection, she had pre-medicated with zyrtec due to her history of allergies. Once she arrived home, her right lower leg had developed a raised rash, although the right knee injection site and left leg were clear. She felt "crappy" and felt "a lot of heat". She took a second zyrtec before bed that night. During the night, she started itching, so in the morning she took a benadryl, started a medrol dosepak and then contacted her internist, who advised her to continue her treatment. She was scheduled to see her allergist the following month. Her last dose of the medrol dosepak would have been a few days later, but she felt hot, itchy, and sweaty, so her internist prescribed her "more steroid", 8mg twice a day for 7 days, then 8mg once a day for 7 days. The pharmacist, who was also the pt, assessed the relationship between the events and synvisc as definite. Add'l info was received on 29-jan-2008 from the treating nurse, who assessed the relationship between the events and synvisc as probable.